Manufacturer narrative:
(B)(4).

Event description:
Received info the pt experienced intermittent stimulation. It was confirmed the pt's programmer was working correctly, but the pt felt no stimulation. Further info reported the pt felt like the therapy would shut off for 10 seconds. Additional info stated the manufacturer's representative felt there may be a short in the ipg. No formal diagnostics were performed, however, when the ipg pocket was palpated, it would cause the stimulation to shut off. The pt did not want to proceed with any further troubleshooting at the time. A replacement transmitter was to be sent to the pt to rule out any potential problems with the transmitter. The pt was to call if he wanted to proceed with any further diagnostics.